Event description:
(B)(6) 2023 at 2014 when the cna went into the patient room due to a patient call light on, she volted rn "need you in 24. IV line broke." Pca tubing came apart at the y site on the hydromorphone side. Lactated ringers had been flowing through the disconnected side onto the patient. Both fluids paused. Pca tubing changed and primed through the pump. Fluids and pca reconnected to patient. Patient changed into clean gown and new linen.